Event description:
It was reported by repair work order that the left load wheel casting was broken which caused the patient and the unit to tip over on its side. The customer reported that the patient was not injured in this event, however the ems tech was bruised on their arm and that no medical intervention was reported.